Event description:
The customer reported that during use of this camera controller with camera head in a knee arthroscopy, it stopped functioning. Attempts to trouble shoot the equipment by using another camera console and camera head were unsuccessful. This resulted in converting to an open procedure. The customer reported that approximately a 45 minutes surgical delay resulted and the patient required approximately 30 minutes additional recovery time. The patient was discharged as intended and no further medical intervention was required.

Manufacturer narrative:
Investigation findings: to date and evaluation of the returned unit has not been completed. A follow-up report will be sent upon completion of the investigation. Associated reports: MDR: 2028292-2008-00006, 202892-2008-00008.